Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed pil was able to get care orchestrator information from device, missing 2 door panels, brown unknown contamination on various parts of the outside enclosure, slight dust-like contamination and hairs/fibers at the air outlet port, unknown liquid stains on the back of the display pane, bluetooth antenna trace on the pca had potential corrosion on it, blower motor had dust-like contamination on it and the blower seal, dust-like contamination and tiny hairs/fibers at the air inlet of the blower box, bottom enclosure had dust-like contamination and unknown stains in it, blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress, black contamination, consistent with keratin, at the air outlet of the blower box, dust-like contamination and hairs/fibers inside the blower box, blower box had potential mineral deposit stains in it, indicating potential water/liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In this report, linv was captured in box d: device third party device avail for eval. In box g: date received by mfg. In box h: evaluation method code, evaluation result code, conclusion code was updated.